Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via intrathecal infusion pump for non-malignant pain. It was reported that ¿for about 4 weeks now¿ the pump had been falling out of the pocket and causing a lot of pain. It was reported the patient had no falls or trauma and that it just started happening. The patient had been to 2 ers and they wouldn¿t touch the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2020. It was reported that the patient's pocket site was puffy and was still experiencing pain